Event description:
It was reported during an unknown orthopedic procedure on a canine, the trigger of the small battery drive was sticking. It was reported that the procedure was delayed approximately 45 minutes due to a device issue. A spare device was not available for use. Instead, the surgeon used an air drive to complete the procedure with no further problem, no harm to patient. Date of event reported only as (B)(6) 2013. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates manufacturing documents were reviewed and no complaint related issues were found. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. 510k#: device is a veterinary product. Device is similar to a device marketed for human use. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).